Event description:
N/a.

Manufacturer narrative:
The reported difficult to open or close-clip open inability-anatomy and premature activation could not be replicated in a testing environment. Additionally, it was observed that clip cover was torn, harness was deformed, and threaded stud was broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine the cause for the reported clip open inability in the anatomy could not be determined. The reported pre-mature activation appears to be related to the observed broken threaded stud. However, a cause for the broken thread stud could not be determined. Additionally, the reported embolism appears to be related to procedural conditions associated with the clip detaching from the device. The reported patient effect of emboli is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and aortic hugger. A mitraclip xtw was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), while aligning over the mitral valve, the clip was unable to open. Troubleshooting was performed but was not successful. It was noted that the clip was hanging on the lock line the entire time. A decision was made to remove the clip. However, during retraction, the clip detached from the mandrel without any manipulation. The clip was then retrieved from the septum with an additional sheath and loop, and was retracted into the femoral vein, where it was removed by a surgeon. The procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.